Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker was experiencing rate response issue. Programming changes were made. There were no patient consequences.